Manufacturer narrative:
2 quantity of end cap has been reported but it is not sure that how many had malfunctioned. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: l3-5 it was reported that the patient underwent replacement of l4 vertebral body due to pseudoarthrosis occurred after the vertebral body fracture at l4. Osteotomy on the contralateral side was not done enough during cage placement, so cage placement was performed near the approaching side. Although the surgeon also acknowledged that the osteotomy was not done enough, the operation was completed as it was. Post-op, the end cap was not at the center, but just barely reached the end of the vertebral body when the cage was placed. Patient underwent revision surgery as a result of this event. Device has been removed from the patient body in the revision surgery.

Manufacturer narrative:
Product analysis results: after visual and optical examination, it does not appear to be damaged nor does it indicate any functional issues with the end cap. There was no fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no problem with the end caps.